Event description:
The customer reported obtaining two reactive access toxo igg samples for one (1) female patient, over two separate days, involving the unicel dxi 800 access immunoassay system. The customer sent the samples to another laboratory as the patient was known to have non-reactive results. The laboratory tested the samples on an alternate methodology (biomérieux) and produced non-reactive results. The customer supplied beckman coulter with one of the two samples for investigation. The reactive toxo igg results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. This report references the event which occurred on (B)(6) 2013; please refer to medwatch #2122870-2013-00896 for a report of the event which occurred on (B)(6) 2013. The customer provided quality control, calibration, and system check results which performed within the assay and instrument specifications on the day of the event. The access toxo igg reagent was used in conjunction with the unicel dxi 800 access immunoassay system serial number (B)(4) for this event.

Manufacturer narrative:
Beckman coulter tested the provided patient sample neat after centrifugation and obtained non-reactive results for toxo igg on the unicel dxi 800 access immunoassay system, which did not confirm the customer's results. The sample was also tested on a third methodology (roche) and produced a non-reactive result. Beckman coulter also performed an intra- and inter-lot concordance study with access toxo igg reagent lot 392847 and 392847, and the study could not demonstrate a reagent lot-related issue. In conclusion, the investigation demonstrated that the toxo igg results obtained by the customer on (B)(4) 2013 were falsely elevated but there is insufficient evidence supplied to determine the cause of this event. There is no evidence supplied to reasonably conclude that a product malfunction occurred. Device from same lot evaluated.